Manufacturer narrative:
(B)(4). Results: death.

Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal rca. Patient was free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. It was reported that approximately 3 years and 6 months post the index procedure, the patient died (cause of death unknown).